Event description:
Initial info received from a physician on 08/23/2010: it was reported that since 2006, two patients who were treated with poly-l-lactic acid (sculptra, lot# and exp date unk) each experienced one granuloma. No concomitant medications or medical history reported. No further info reported.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.